Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred requiring additional intervention. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal of the right coronary artery (rca). The lesion was pre-dilated with a 2.00 x 12 mm non-compliant balloon. A 2.75 x 24 mm promus premier was advanced, however; it was observed that the stent was longer than the lesion. The device was removed in order to avoid unnecessary stenting of the healthy area of the artery. A 3.00 x 20mm promus premier was then deployed at 16 atmospheres for 10 seconds and post-dilated with a 3.00 x 12 mm non-compliant balloon at 14 atmospheres. A type b and flow limiting proximal stent edge dissection was then observed. The cause of the dissection was believed to be moderate calcification and deployment at high pressure. The dissection was covered with a 3.00 x 12 mm promus premier and the procedure was completed. There were no further patient complications reported. The patient fully recovered and was stable post-procedure.